Manufacturer narrative:
The investigation for the delivery issues, difficulty inserting, hypotension has been completed. The product was returned. The clinical details state that the cannula buckled just outside of the sheath causing the end of the sheath tip to split. The buckling of the cannula was thought to have been caused by the resistance felt in the left femoral vein as well as due to the patients anatomy. The sheath and cannula were evaluated and tip split and cannula kink were confirmed. The root cause of the introducer damage - mechanical is most likely due to the sheath tip split due to the patients vessels. The root cause of the delivery issues causing the kink in the cannula are due to the patients condition. The root cause of the hypotension could not be determined without additional information. The instructions for use for the impella rp system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that complications were encountered during attempted delivery of an impella rp pump. Upon initial insertion, resistance was met while attempting to advance the pump and the cannula kinked. The end of the peel away sheath subsequently split and the pump was pulled back for a second attempt. The patient began to decompensate and became hypotensive. The pump was again inserted, but the implant was unsuccessful and both the pump and introducer had to be removed. The patient went bradycardic and cardiopulmonary resuscitation was initiated until the patient stabilized. A new pump and introducer were then utilized for a successful implant.